Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away on (B)(6) 2025 from a ventricular fibrillation (vf) storm. On the date of death, the patient had received eight appropriate shocks in a single episode. While the first shock converted the patient back to sinus rhythm for a few seconds, they then quickly reverted back to vf, and the following several shocks were unsuccessful at terminating the arrythmia. No malfunction of the system was suspected in the patient's passing; however, a review of the device memory did note several out-of-range shock impedance measurements of greater than 125 ohms starting in (B)(6) 2021, with the last out of range measurement occurring in (B)(6) 2024. All shock impedance measurements within the vf episode at the time of the patient's death were within range and not of a concern to the physician. All evidence indicates the rv lead remains in situ. No adverse patient effects were reported. Additional information provided from the field indicated that the rv lead involved in this complaint which had exhibited the multiple high out of range shock impedance measurements was actually a 0293/(B)(6), and not a 0185/(B)(6). The patient with the 0293/(B)(6) is alive and the rv lead remains implanted and in service. The patient with the 0185/(B)(6) did pass away on (B)(6) 2025, however there were no high out of range measurements associated with it and no malfunction suspected. No adverse patient effects were reported.

Manufacturer narrative:
Please note: this supplemental correction report is being filed to update the asset status from 0185/(B)(6) to 0293/(B)(6) as the wrong asset was originally provided. The patient with the 0293/(B)(6) is alive and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away on (B)(6) 2025 from a ventricular fibrillation (vf) storm. On the date of death, the patient had received eight appropriate shocks in a single episode. While the first shock converted the patient back to sinus rhythm for a few seconds, they then quickly reverted back to vf, and the following several shocks were unsuccessful at terminating the arrythmia. No malfunction of the system was suspected in the patient's passing; however, a review of the device memory did note several out-of-range shock impedance measurements of greater than 125 ohms starting in (B)(6) 2021, with the last out of range measurement occurring in october 2024. All shock impedance measurements within the vf episode at the time of the patient's death were within range and not of a concern to the physician. All evidence indicates the rv lead remains in situ. No adverse patient effects were reported.